Manufacturer narrative:
Retained testing, batch record review, and a complaint by lot review was performed. All results were satisfactory. (B)(4).

Event description:
Customer reported that a (B)(6) patient with a history of being group a weak d positive was tested with the mtsa/b/d monoclonal and reverse grouping card and a negative result was observed in the anti-d microwell. A second lot of gel cards was tested and a 1+ reaction was reported. Testing was also perfumed in tube with the immediate spin phase. Results were negative. No further testing was done by the tube method since there was prior history. Testing was repeated by another tech and similar results were observed. Customer visually inspected the cards prior to use and observed they were acceptable. All testing was done at immediate spin, with no incubation. All qc has passed without issues. During troubleshooting of the issue, it was determined that the customer did not follow the IFU for preparing the red cell concentrations. However, the customer repeated the testing following the IFU and still no reactivity was observed. Customer then performed additional testing with a replacement lot of product. A 1+ reaction was observed.